Event description:
It was reported via repair work order that the siderail would not lock up due to a broken timing link and broken weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.